Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2020).

Event description:
It was reported that the connector for introducer needle was allegedly damaged and was leaking air. There was no reported patient injury.

Event description:
It was reported that the connector for introducer needle was allegedly damaged and was leaking air. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for the reported fractured introducer needle hub as cracks on the needle hub is evident in the provided photo. However, the investigation is inconclusive for the reported leak issue as the device was not returned for evaluation and the provided photo is not sufficient to confirm this issue. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.